Manufacturer narrative:
The reported events were lead dislodgement and p-wave amp variation. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. The reported event of p-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual examination of the lead did not find any anomalies.

Event description:
It was reported that the atrial lead exhibited low p waves and had dislodged. The atrial lead was explanted and replaced. No patient consequences.